Manufacturer narrative:
(B)(4). This is a report of the patient disconnecting and not capping the patient line. This report cannot be confirmed in the lab due to a lack of sample. The root cause is user error/ mis-use. This review found the labeling adequate for the user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted (B)(4) regarding a power outage on the home choice (hc) during dwell. The home patient (hp) had a power outage. Power was restored at dwell 1 of 2. The hp had disconnected and did not cap the patient line. (B)(4) ended therapy. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report. A follow up was done via phone; the hp has continued therapy no injury or medical intervention was reported as a result of this incident.